Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Cross reference with svn (B)(4) for related documentation.

Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was 153 mg/dl at the time of the incident but their sensor displayed a false reading of 500 mg/dl. The customer declined troubleshooting the issue.